Event description:
The customer received a questionable phosphorus result for one patient sample. The initial result was 2.23 mmol/l and was reported outside the laboratory. The physician did not believe this result and the sample was repeated. The repeat result was 1.49 mmol/l. The patient had an extra blood draw. No adverse event was reported. The reagent lot number was 613489. The expiration date was requested, but was not provided. The field service representative changed the gear pump and checked the wash station.

Manufacturer narrative:
This event occurred in (B)(6).